Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. Two devices were found to be affected by a lack of lubrication. One device was found to have a lack of lubrication and was affected by corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. Two events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.